Event description:
During interrogation in 2000, the physician was unable to interrogate the device. Numerous attempts were made to establish communication but none were successful. X-ray and palpation confirmed correct position of the ICD. The pt was sent home and scheduled to return for eval with another programmer. During interrogation three days later, the physician was again unable to interrogate the device and the decision was made to explant.